Event description:
Physician positioning stent from right femoral artery around bifurcation, stent dislodged from delivery balloon in the right iliac artery. Fbo stent was snared and retrieved via right femoral artery sheath.